Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction: in follow up #1, labeling review narrative was not included. This follow up has the narrative for labeling review below: a labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. The fss found that the system was working fine. The fss could not reproduce the errors reported by the customer but the error log file recorded them. The fss replaced the instrument manager and the hard disk drive to fix the issue. The unit met abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error), error 2011 (error getting version strings from instrument host) and error 501 (prime excessive vacuum error) occurred with the whitestar signature system. They started getting error 501 first and then after multiple trials, the problem escalated to 2012. The fse clarified that the error 2011 and 2012 were related. There was no patient involvement reported and no patient treatments delayed or cancelled.